Event description:
It was reported that the patient with this pacemaker system presented to the emergency room due to diaphragmatic and chest pain as well as a potential syncopal episode. The device data was reviewed and the patient was in an atrial arrhythmia. An atrial tachy response (atr) episode was in progress with pacing in the ventricle at a rate of 70 beats per minute. The local area field representative was contacted for additional information; however, at this time, no further information is available. This product remains in service. No additional adverse patient effects were reported.